Event description:
It was reported that this lead had low impedance 3 years prior and was switched to unipolar due to the low bipolar lead impedance. There were no other patient complications reported as a result of that issue. Pateint presents for routine generator change.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead remains implanted and in use.